Event description:
It was reported that the lens was dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This event occurred with thirteen lenses. This report refers to lens 2 of 13. Reference MDR # 1313525-2015-01357 for lens 1 of 13. Reference MDR # 1313525-2015-01359 for lens 3 of 13. Reference MDR # 1313525-2015-01360 for lens 4 of 13. Reference MDR # 1313525-2015-01361 for lens 5 of 13. Reference MDR # 1313525-2015-01362 for lens 6 of 13. Reference MDR # 1313525-2015-01363 for lens 7 of 13. Reference MDR # 1313525-2015-01364 for lens 8 of 13. Reference MDR # 1313525-2015-01365 for lens 9 of 13. Reference MDR # 1313525-2015-01366 for lens 10 of 13. Reference MDR # 1313525-2015-01367 for lens 11 of 13. Reference MDR # 1313525-2015-01368 for lens 12 of 13. Reference MDR # 1313525-2015-01369 for lens 13 of 13.

Manufacturer narrative:
The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. Particulates, saline dendrites, dried solution and white crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum could not be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info currently available, the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.